Manufacturer narrative:
"This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event." Several attempts were made to obtain the return of the device for evaluation but were unsuccessful.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient experienced a pericardial effusion which was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and the patient was reported to be in stable condition. No additional information was provided.